Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited intermittent undersensing on this right atrial (ra) lead. Boston scientific technical services (ts) was consulted and further evaluation was recommended. No adverse patient effects were reported. At this time, this device system remains in service.